Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, undersensing and appeared to have microdislodged according to a chest x-ray. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that the capped lead eroded through the patient's chest. The patient's physician states the patient has not been to see them and they have no information surrounding the erosion. No further patient complications have been reported as a result of this event.